Manufacturer narrative:
(B)(6). Occupation: non-healthcare professional. PMA/510(k) #: k211875. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that "patient received a cook celect platinum filter. Patient is alleging perforation of organ. Hospital and medical records have not been provided."

Event description:
Corrected rpn noted that the patient was implanted with a cook celect filter. Patient is alleging tilt.

Manufacturer narrative:
The previous medwatch report was submitted under manufacturer report reference#3002808486-2021-00401. Upon further review, it was discovered that this information was reported under a duplicate complaint. Manufacturer report #3002808486-2022-00639 corresponds to an unfiled claims project that was initiated on 20apr2022. As a result of separate files being created for this same event, management decision has been made to close-cancel manufacturer report reference#3002808486-2021-00401 as a duplicate. All updates for this plaintiff regarding this complaint event will be managed under manufacturer report #3002808486-2022-00639. The catalog and lot number are known, but it has not been possible to include them in the investigation at this time. A follow-up report will be submitted when the additional investigation is complete. Investigation: the following allegations have been investigated: tilt. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, h6. Investigation the following allegations have been investigated: vena cava perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
04aug2020, per a report from computed tomography; ¿caval perforation: yes. Grade 3 perforation of 3 and 5 o¿clock struts to abut aorta. Grade 3 perforation of 6 o¿clock strut to abut superior endplate of l4. Grade 3 perforation of 12 o¿clock strut into duodenum. Grade 2 perforation of 9 o¿clock strut 0.74 cm. Tilt: no substantial tilt. Apex of filter does not touch wall of ivc. Migration: no. Pertinent negatives: no definite fracture or missing struts. No ivc stenosis. Additional findings: extensive aortoiliac stent graft with abdominal aortic aneurysm as well as large right common iliac artery aneurysm.¿